Manufacturer narrative:
(B)(4).there was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial medwatch, additional information was received indicating that the author of the article was professor and doctor (B)(6), the head of the cardiology clinic at (B)(6).

Manufacturer narrative:
(B)(4). The unk vision indicated is being filed under a separate medwatch MFR number. The stent remains in the pt. The lot number was not provided. A f/u report will be submitted with all relevant info. Attachment: the article titled, "comparative analysis of xience v drug-eluting and vision bare-metal stents." (B)(6), heart center, budapest 2010.

Event description:
The following event was noted through an article review. The aim of this study was to analyze the therapeutic efficiency of xience v stents in comparison with the bare metal vision stents from the year 2007 through the year 2008. Two hundred pts were treated with the xience v stent and were compared with 200 pts who received the vision stent in the same period. At 24 months, 6% of the xience v pts had expired while 94% remained alive and 10% of the vision stents had expired while 90% remained alive. There was no add'l info provided.